Event description:
The customer alleges having problems with screwing the adaptor. The screw thread of the adaptor does not fit well.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned to our facility. Based on the lot 527147 provided for which the DHR resides at arlington heights facility, the nuevo laredo lot numbers for component mp-0321 were obtained. Records reviewed showed that there were no issues related to functional issues on the molded component involved in this complaint mp-0321 (snap-on flowmeter adaptor) batch # 1-2014741, 1-2014742, 5-1914742, 6-1914741, 6-1914742, 7-1914741 and 7-1914742 during the manufacture of the material. Customer complaint cannot be confirmed, based only on the information provided, to perform a correct investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code available at the facility nor is it being manufactured at the time; however regarding other customer complaints from this same issue, a CAPA file (B)(4) was opened. If device sample becomes available at a later date this complaint will be re-opened.